Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded and the load was verified under fluoroscopy. No loading abnormalities were noted. The valve was deployed on the first attempt to 80% utilizing pacing at 160 beats per minute (bpm). Calcium was noted on angiography in the non-coronary cusp (ncc) and left coronary cusp (lcc) at 80% deployed. The implant depth was confirmed 2-3 mm on the ncc and 4 mm on the lcc. Moderate paravalvular leak (pvl) was detected with a transesophageal echocardiogram (tee). According to the physician, the calcium noted on the lcc caused the pvl. The valve depth appeared adequate with the tee and angiography. St changes were noted, despite the patient having a previously implanted permanent pacemaker. An angiography was performed and there was no blood flow to the right coronary artery (rca). The physician suspected that the calcium in the ncc obstructed the rca. Of note, when at 80% deployed and assessing valve depth, blood flow was reported to both of the coronary arteries. The team attempted to re access the rca for approximately 30 minutes with no success.  Extracorporeal membrane oxygenation (ECMO) was initiated via the right femoral access site. Attempts continued to access the rca for approximately 10 more minutes. The decision was made to post dilate the valve to correct the moderate pvl. A post dilation was performed using a 25 mm non-medtronic (zmed) balloon. Following the balloon aortic valvuloplasty (bav), the pvl had reduced to mild or less. Blood flow to the rca was obstructed. The team elected to terminate attempts to revascularize the rca via percutaneous coronary intervention (pci) and to do a single vessel coronary artery bypass graft (CABG) to the rca. The coronary heights were 12.5 for the rca and 14.5 for the left coronary artery (lca). No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that extracorporeal membrane oxygenation (ECMO) was successfully discontinued. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.